Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet as the product remains implanted. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: ng lps-flex fixed nsm art surf cd 3-4 10 catalog # 00-596403010 lot # 62099545, nexgen lps-flex option femoral size d-lt catalog # 00596401451, lot # 62034590, ng option stemmed tibial plate size 4 catalog # 00-5986-037-02 lot # 62126226. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-02469 , 0001822565-2018-02142, 0001822565-2018-02143. Remains implanted.

Event description:
It was reported that the patient had a total knee arthroplasty on an unknown date. It was further reported from the patient that she has pain, instability, possible loosening, fallen several times and ambulates with a cane. Patient reports implants have come "unglued" with loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided. Device history record (DHR) was reviewed with no deviations identified. Per package insert (B)(4) nexgen cr-flex and lps-flex fixed bearing knee pain, instability and loosening are known adverse effects of this procedure. However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.